Event description:
It was reported that the ilet pump developed a hairline crack and exhibited intermittent touchscreen function, where the user could sometimes slide to unlock but could not select items on the upper portion of the display. Symptoms included no clinical effects or adverse health symptoms. Outcomes included no impact on health status and no need for medical care. Investigation included device replacement logistics and instructions to shut down the device, data sync guidance, and return of the damaged unit for evaluation. Investigation of this case revealed a suspected enclosure and screen damage with functional impairment of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing and display leading to loss of screen responsiveness.